Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 24 stent delivery system (sds) was returned for analysis with the stent protector attached to the balloon. The stent was not returned. The balloon appeared relaxed from its original folded position. It appeared positive pressure was applied, and a vacuum pulled. Stent crimp markings visible on balloon body. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left main (lm) and left circumflex (lcx) arteries. Following pre-dilation, a 3.5x20 synergy drug-eluting stent was deployed in the lm. A 2.5x24 synergy drug-eluting stent was advanced into the lcx and when the 2.5x24 synergy des was pushed, it became stuck between lm stent struts. As it was removed, the stent lengthened out and the implanted 3.5x20 synergy des was deformed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good. It was further reported that the physician tried to remove the 2.5x24mm stent but failed to do so. The stent got dislodged in the artery and was crushed in the lm artery using an nc balloon catheter. Post-dilatation was then performed with the nc balloon.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left main (lm) and left circumflex (lcx) arteries. Following pre-dilation, a 3.5x20 synergy drug-eluting stent was deployed in the lm. A 2.5x24 synergy drug-eluting stent was advanced into the lcx and when the 2.5x24 synergy des was pushed, it became stuck between lm stent struts. As it was removed, the stent lengthened out and the implanted 3.5x20 synergy des was deformed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24 stent delivery system (sds) was returned for analysis with the stent protector attached to the balloon. The stent was not returned. The balloon appeared relaxed from its original folded position. It appeared positive pressure was applied, and a vacuum pulled. Stent crimp markings visible on balloon body. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left main (lm) and left circumflex (lcx) arteries. Following pre-dilation, a 3.5x20 synergy drug-eluting stent was deployed in the lm. A 2.5x24 synergy drug-eluting stent was advanced into the lcx and when the 2.5x24 synergy des was pushed, it became stuck between lm stent struts. As it was removed, the stent lengthened out and the implanted 3.5x20 synergy des was deformed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.